Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7070854.

Event description:
It was reported that during the ipg revision (MFR report number 3006630150-2021-05651), the patients original leads migrated out of the epidural space. The physician stated that the leads were not anchored well therefore he decided to have it replaced. The patient was dong well postoperatively and the explanted devices were not returned.